Event description:
Device evaluation: the test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips involved with this complaint were found to have control solution result outside the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.